Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was under warranty and decided to replace it. The customer was informed that a replacement pump with updated software would be sent, and they were instructed to return the defective pump to the company using the provided return box and pre-paid label. The customer was also advised to program their settings into the new pump and connect their continuous glucose monitor. Instructions on storing the old pump and returning it within ten days were provided, and the caller agreed to these terms. No backup insulin therapy was available initially, and the customer planned to contact their healthcare provider.